Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements measuring 2,004 ohms. A lead safety switch (lss) was triggered which switched the pace/sense configuration from bipolar to unipolar. Technical services (ts) reviewed device data and there were no stored events with noise. Ts discussed possible causes and provided programming options. It was noted that the patient is 100% dependent on therapy. At this time, the lead remains in service. No adverse patient effects were reported.